Event description:
When the jackson-pratt drain was compressed and tested, it would not re-inflate. This occurred with at least four drains with different lot numbers. The hospitals supply chain representative has been working with the vendor. Manufacturer response for silicone bulb evacuators for closed wound drainage, drain jackson pratt (per site reporter): sales representative has taken all of the items for evaluation by their quality department.